Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported he was hospitalized for hyperglycemia while using the infusion device. On the day of the event the infusion device gave multiple e-4 occlusion errors. The patient experienced elevated blood glucose symptoms of being weak, unbalanced, and nauseous; the patient then became unconscious. The patients wife called an ambulance. The emt's tested the patient on his own aviva combo meter which gave a result of hi mg/dl (hi, which on the system indicates a result in excess of 600 mg/dl), and 3-4 minutes later he was tested on the emt's meter which also gave a result of hi mg/dl. The emt's treated the patient with an IV, which he states was filled with water. The patient was transported to the hospital. At the hospital, the patient's blood glucose reading was hi mg/dl, 13 minutes after the hospital's meter test, hospital lab results advised the patient's blood glucose was 749 mg/dl. The patient was taken off the infusion device and given IV's of electrolytes and insulin. He was also treated with insulin injections while in the hospital as well. The patient's blood glucose levels normalized. The patient was admitted to the hospital for 7 days. The infusion device was not requested to be returned for product evaluation.